Event description:
A flow rate discrepancy was reported. The replacement pump was set to 1000 ml/hr in the set flow rate screen. However, the status screen displayed 150 ml/hr. The customer then re-entered the desired flow rate and this was then also displayed on the status screen. The customer also reported incorrect weight change alarms occurring which were resolved. There were no pt consequences as a result of the event.